Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of one of the sheath tabs broke off during removal was confirmed. The customer returned one peel-away sheath. Visual examination revealed the returned sheath was broken into three pieces. The sheath was broken along the score lines creating two pieces and one of the tabs was separated from half of the sheath body creating the third piece. The sheath body appeared securely attached to the one tab. The other half of the sheath body was separated from the tab horizontally along the tab base. The proximal end of the sheath body, approximately 3- 4 mm, remained adhered to the inside of the tab. Both broken edges of the body are stretched and jagged. Microscopic examination of the separated tab confirmed these findings. Manufacturing was consulted on this issue and did not find any defect or damage that was caused by the manufacturing process. A device history record review was performed based on sales history data and did not reveal any manufacturing related issues. Therefore, it appears that operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when the clinician was peeling the sheath one of the tabs broke off. They were able to leave the catheter in place and pulled the sheath out. There was no delay in treatment and no patient death or complications reported.